Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be identified as no reason was given for the explanted lens. The product was damaged and this damage was not mentioned by the customer. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause; however, the lens was damaged. Due to the presence of surgical solution, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A material's manager reported that following an intraocular lens (iol) implant procedure, the lens was exchanged with the same lens model one diopter different. Add'l info was received from the user facility indicating that according to the surgeon, it was removed because it was the wrong power and an enlarged incision was required to remove the initial iol. Add'l info has been requested.